Event description:
Additional information clarified that the temporary pacemaker utilized a medtronic temporary pacemaker wire.

Manufacturer narrative:
Updated data: b5, d1, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the irritation of the temporary pacemaker incision site was related to the valve implant procedure, and was resolved approximately three weeks after the onset.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic aortic valve a left bundle branch block (lbbb) developed. Temporary pacing wires were utilized for 4 hours to assess the rhythm and qrs duration. The troponin measured 237 ng/l. At the end of the procedure the intrinsic rhythm was present. The physician indicated the lbbb was possibly related to the delivery catheter system (dcs), compression loading system (cls), valve, and procedure. The event prolonged hospitalization. The day following the lbbb event was reported was resolving. Additionally, 11 days following the implant procedure, the patient reported that the incision site of the temporary pacemaker implant was swollen and irritated. It was further reported the irritation was following the temporary pacemaker wire. The temporary pacemaker incision site event was resolving. The physician reported the incision site of the unspecified pacemaker implant was not related to the medtronic or valve implant procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Another relevant device is: d-evolutfx-34; lot number: 0012964897; use by date: unknown; UDI number: (B)(4) l-evolutfx-34; lot number: 0012914429; use by date: unknown; UDI number: (B)(4) select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that there were no signs of acute ischemia due to the lbbb and elevated troponin.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.